Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties occurred. The 90% stenosed de novo lesion was located in a non-tortuous and non-calcified saphenous vein graft to a diagonal artery. The lesion was predilated with an unk apex balloon which reduced the stenosis to 50%. A 4.0x12mm taxus liberte' drug eluting stent was advanced to the lesion, but encountered resistance and could not cross. When the physician attempted to remove the device, the device caught on a non bsc guide catheter. The stent delivery system (sds) could not be pulled back into the guide. A buddy wire was advanced to the lesion, but did not aid in the retrieval of the sds. Eventually, the physician was able to get the sds to the proximal aspect of the saphenous vein graft and all devices were removed as one unit. The physician changed guide catheters and again predilated the lesion with a 3.0x8 apex balloon. A 4.0x16 taxus liberte' drug eluting stent was advanced to the lesion but could not cross. The guidewire was changed, the lesion was again predilated using the same apex balloon, and the 4.0x16mm taxus liberte' was then able to cross the lesion and was deployed successfully. No further pt injuries or complications occurred. Pt status is satisfactory.